Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the orders and patient information were not displayed in the system. A technical support specialist (tss) connected to the server and confirmed that knowledge article "medstation es - configuring messaging polling interval times and message processing speed - maximum amount of processing messages reached, skipping dequeue" had already been applied. The issue was determined to be related to a purge process in the monitoring case. Although involvement began, this appeared to be an ongoing issue caused by incomplete purges, resulting in server database bloat. The system was processing months of backup data, which placed additional stress on resources. This database bloat contributed to overall system slowness and impacted normal functionality. It confirmed by the tss the adt and orders issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ es server not communicating new orders and patients are not showing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.